Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent emergent endovascular treatment of symptomatic acute dissection in zone 3, which extended to zone 15. The tevar indication was malperfusion. Preoperatively, the patient was experiencing lower limb ischemia and leg ischemia. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu404015) was implanted within zone 2, with coverage extending from zone 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 36mm, in zone 4. Additionally a branch procedure involving the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac ateries was performed. Post branch treatment all were reported to be patent with partial coverage of the lsa. Post operatively it was reported that the patient experienced dysrhythmia and a bi-lateral ischemic cerebro stroke. The patient had a spinal drain placed and was transferred to the intensive care unit. No further complications were reported and the patient was discharged to home on post operative day (pod) 8. The maximum aortic diameter within the treated area at time of discharge was not provided. There were no reported complications or additional follow up for the patient.